Event description:
The MFR received information alleging a ventilator's volume delivery was low. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The device's check valve was replaced to address the issue.